Event description:
On aug 18 2021, a journal article was retrieved from international orthopaedics (2021) that reported a database search from the UK that looked at rates of aseptic loosening between two types of total knee designs (augmentable versus non-augmentable tibial components). The purpose of the study was to ascertain the rates of aseptic tibial loosening for the two implant types within five years of implantation and to investigate the causes for any difference observed. Overall, 2172 tkas were performed in the study period with 759 augmentable tibial components inserted between (B)(6) 2009 and (B)(6) 2011 and 1413 non-augmentable tibial components between (B)(6) 2011 and (B)(6) 2015. All the patients underwent primary tka using the nexgen lps-fixed bearing prosthesis. All of the implants were posterior stabilised and were cemented without stems or augments. All of the augmentable tibial components had a pmma pre-coating. The non-augmentable tibial components had no pmma pre-coating. Palacos randg (heraeus medical) cement was used until (B)(6) 2012 until it was phased out over a two month period to refobacin (zimmer biomet).the study population had a mean age of 68 years at time of surgery (range 21-92). A five year follow-up is noted without specified intervals provided. During this 5-year follow-up, there were 14 revisions in the augmentable group and 48 revisions within the non-augmentable group the study reported 22 patients underwent revision due to aseptic loosening. Patients were classified as having aseptic loosening if they had symptoms including pain, instability or swelling; had radiographic evidence of loosening; and did not meet the msis criteria for infection. In conclusion, amongst the (B)(4) patients who underwent revision due to aseptic loosening, 2 had been implanted with an augmentable version of the tibial baseplate and palacos cement, 5 had been implanted with a non-augmentable version of the tibial baseplate and palacos cement. We can deduct that (B)(4) patients were implanted between (B)(6) 2012 and(B)(6) 2015 with a non-augmentable version of the tibial baseplate and zimmer biomet cement and underwent revisions due to aseptic loosening. The current complaint is issued to investigate this event reference: michael brown, rohan ramasubbu, mark jenkinson, james doonan, mark blyth, bryn jones (2021). Significant differences in rates of aseptic loosening between two variations of a popular total knee arthroplasty design. International orthopaedics. Https://doi.org/10.1007/s00264-021-05151-w

Manufacturer narrative:
This is a combination product (B)(4). This follow-up is to relay additional information. Associated product : zimmer biomet non-augmentable nexgen knee implant article review was performed and showed that cement mantle assessment identified an increased number of radiolucent lines (rll) in the non-augmentable aseptic loosening group compared to the non-augmentable control group and the augmentable control group . There was also a higher proportion of rll as a percentage of the total surface area available in the non-augmentable aseptic loosening group compared to the non-augmentable control group and the augmentable control group. As per article, the increased rates of rll in the knees which went on to fail suggest that cementation technique may have played a role in aseptic loosening. As per article, refobacin cement was only used in the non-augmentable cohort given the timing of the introduction of this product in the study institution, palacos r and g cement (heraeus medical, hanau, germany) having been used previously at the study institution. As per article, the rate of aseptic loosenings of the non-augmentable baseplate did not increase further after the cement was changed. The review of the device manufacturing quality can't be performed as the product reference and batch number was not communicated. A complaint extract was done regarding medical : pain and loosening: (B)(4) complaints, this one included, have been recorded on refobacin cement, from (B)(6)2018 to (B)(6) 2021. The complaint history, regarding the reference number, can't be performed as it was not communicated. The complaint history, regarding the batch number, can't be performed as it was not communicated. The product analysis can't be performed as the product was not returned. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product. (B)(4). Report source, foreign, literature - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. No reference and batch was communicated.

Event description:
It was reported on 18-aug-2021, a journal article was retrieved from international orthopaedics (2021) that reported a database search from the (B)(6) that looked at rates of aseptic loosening between two types of total knee designs. The purpose of the study was to ascertain the rates of aseptic tibial loosening for the two implant types within five years of implantation and to investigate the causes for any difference observed. Overall, 2172 tkas were performed in the study period with 759 augmentable tibial components inserted between 05-jan-2009 and jan-2011 and 1413 non-augmentable tibial components between jan-2011 and 31-mar-2015. All the patients underwent primary tka using the nexgen lps-fixed bearing prosthesis. All of the implants were posterior stabilised and were cemented without stems or augments. All of the augmentable tibial components had a pmma pre-coating. The non-augmentable tibial components had no pmma pre-coating. Palacos r&g (heraeus medical) cement was used until january 2012 until it was phased out over a two month period to refobacin (zimmer biomet).the study population had a mean age of 68 years at time of surgery (range 21-92). A five year follow-up is noted without specified intervals provided. The study reported 22 patients underwent revision due to aseptic loosening. 'Patients were classified as having aseptic loosening if they had symptoms including pain, instability or swelling; had radiographic evidence of loosening; and did not meet the msis criteria for infection.' Of the 22 patients, 17 had refobacin cement. Reference: michael brown, rohan ramasubbu, mark jenkinson, james doonan, mark blyth, bryn jones (2021). Significant differences in rates of aseptic loosening between two variations of a popular total knee arthroplasty design. International orthopaedics.